Event description:
The facility reported a fail code 12:303. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump.